Manufacturer narrative:
The certas valve was not returned for evaluation (as per customer, product not available) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the reported ¿malfunction" could be due to "partial occlusion of pathway of flow/operating pressure incorrect".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was implanted on (B)(6) 2020 and on (B)(6) 2020, the patient was taken to the operating room to have the valve removed and replaced. No details provided in regards the valve malfunction.